Event description:
Additional information received noted that the cause of the event was generator to close to the surface. The generator wasn't deep enough in pocket and caused discomfort. Revision was noted (B)(6) 2013. The generator was repositioned to a deeper pocket. Hospitalization was not required. The patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but had sought further help. The patient was scheduled to have surgery to adjust the placement of the implant on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va06ptm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had an implant surgery (B)(6) 2013. It was noted device had moved causing pain. The patient's stimulator had moved and the top of the device was just under the skin. The patient was having pain where stimulator was located. The patient saw their doctor on friday and they put the patient on pain medication 4 times a day. The patient's doctor was going to go back in and put the device deeper. It was also reported that the patient noted ins had moved on (B)(6) 2013. The patient could not use her device and had it shut off since last friday. When the patient met with manufacturer's representative the (B)(6), while they were changing some things around, the patient was feeling an electrical charge, burning feeling while representative was moving settings around. The representative set device at around 4 or 5 to make the pain stop and advised the patient to turn device off and leave it off, if it continued to cause her pain. A couple of times it felt kind of funny and then while waiting for appt. At another office last friday, the patient started having severe pain, where she couldn't handle standing or sitting, felt like nerve pain. Really bad pain and so the patient shut off device at that time. When the patient lays down or sits in reclining chair, pain would ease up. No falls/trauma was noted. The patient mentioned taking pain medicine. The patient had followed up with hcp (healthcare provider) and hcp noted it needs to be fixed and the patient was currently waiting to get an appt. For surgery to fix problem. If additional information is received, a follow up report will be sent.